Event description:
The customer reported a patient had a transient increase in blood pressure; the nurse suspected it was caused by an unintentional bolus of dopamine during a syringe change. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.